Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A (B)(6) man with a bmi of (B)(6) presented at 7 years following a total hip arthroplasty done with a 60-mm trident acetabular shell, a highly cross-linked polyethylene liner, a size-4014 cobalt-chromium head, and a size-4.5 lateral-offset accolade tmzf stem (stryker orthopaedics). After 7 years of satisfactory function, the patient felt a sudden "pop" on the hip with associated pain and was unable to walk. Radiographs demonstrated dissociation of the femoral head from the stem trunnion. During the revision total hip arthroplasty, clear synovial fluid was aspirated after the surgeon opened the capsule and was sent for culture. The femoral head was within the acetabular liner, the femoral stem trunnion was dissociated from the head, and the trunnion was severely worn. There was a small amount of dark metallic debris on the trunnion and the stem taper. The proximal part of the femur showed moderate osteolysis posteriorly, but the femoral stem was well fixed. Because of the severe trunnion wear, the femoral component was revised. There was no gross metallosis within the soft tissues. The acetabular liner was noted to be fractured in the posterior-superior region and was replaced. Multiple soft-tissue cultures were performed, and none were positive. A modular revision stem and a size-3610 ceramic head were used to reconstruct the femur.